Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. The test strips used by the customer during the event from lot#: 9ej3b02e expired on 31-may-2021. Therefore, the in-house contour test strips from lot#: 0hj3b02c were used for testing. The returned meter was tested with the in-house test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 541 mg/dl at 3:35 p.m., 338 mg/dl at 3:36 p.m., 449 mg/dl at 3:37 p.m., and 123 mg/dl at 3:43 p.m. On the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.